Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only huma¬log and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose (bg) level was 383mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. The customer stated that they would contact their healthcare provider in regards to using an insulin type that was compatible with the pump. The customer declined further assistance and declined a follow-up to ensure their bg levels had decreased.